Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged seeing black particles in the device. The patient alleged sinus infections, ear infections, bronchitis, covid, possibly pneumonia, rattling lung during breathing. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an issue related to a CPAP device's sound abatement foam become degraded and cause the patient having sinus infections, ear infections, bronchitis, covid, possibly pneumonia, rattling lung during breathing. The patient also alleged seeing black particles in the device. There was no report of serious or permanent patient harm or injury. The additional information has been added that the patient also alleged throat soreness.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleged sinus infections, ear infections, bronchitis, pneumonia, sore throat and difficulty breathing while using the device. Patient also alleged visualization of black particles in the tubing and chamber, that the device has been turning off, and the device is producing black mold. There was no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. The device was visually inspected and evidence of sound abatement foam degradation/breakdown was not observed in the base unit. The device powered on and provided airflow. Indeterminant beige contamination was visually observed on top enclosure, on back panel, on front edge of bottom enclosure under front panel, behind control dial on front panel, and on back face of sd card flip door. Black particles were observed in the air outlet of the back panel. Hair-like and dust-like contaminants were found in bottom of bottom enclosure. White dust-like contaminant were observed on the blower box at the air inlet, on top of blower box, on blower, and within blower box. Signs of liquid ingress with mineral deposits were observed on bottom of blower. White crystal-like particles of indeterminate mineral werefound all over bottom surface. The device's downloaded event log was reviewed by the manufacturer and found one e-4 error logged. The manufacturer is unable to address the alleged symptoms. The manufacturer was able to confirm the presence of various contaminants and signs of liquid ingression within the airpath, which is likely of external original and not consistent with originating from a device failure. The manufacturer confirmed there was no evidence of sound abatement foam degradation. Please see section h6 for this updated coding and information.